Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 150 ohms. The pacing thresholds and pacing impedances had increased as well. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.